Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 and 6 on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures during self test. The customer's blood glucose level was 157 mg/dl. The customer was able to clear the alarm and rewind the insulin pump. Self test was performed for the second time and the result was not ok. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.